Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation:generalized illness, rupture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via medwatch number: mw5098533 that a female patient who underwent an unspecified breast surgery with a 510cc mentor memorygel on one side and unknown mentor gel on the other side silicone breast implants has experienced bilateral ruptures and unexplained systemic symptoms postoperatively, including allergies. Dry eyes, hysterectomy, sinus infection, weight issue, hypothyroidism, fatigue, hair and skin were drying out, anxiety depression, brain fog, suicidal ideation, ana test positive, muscles not recovering, joints hurts, cpk levels were over. As a result, the patient underwent explantation on (B)(6) 2020. This report relates to one of the two sides.